Manufacturer narrative:
Section a2, a4: patient age and weight were not provided section e1: reporter phone number reported as: (B)(6). Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined, based on previous complaint history, the alarms captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained events and data from (B)(6) 2024. Persistent, silenced, driveline fault alarms, associated with yellow wrench advisories, were captured throughout the file. Electrical continuity data suggested a potential wire conductor breakdown issue with the green wire within phase 1 and the red wire within phase 3. No other notable events or alarms were observed. Despite this finding, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. B, and patient handbook, rev. C, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was identified through log file review that there were incidental findings of driveline fault alarms. The site stated that the cause of the driveline faults was due to the patient being on a non-grounded cable due to previous damage to their percutaneous lead years ago. A driveline repair was not possible as the patient was not a candidate for exchange or transplant due to patient condition.